Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when the doctor opened implant package for case, he found the package did not have an implant inside.

Manufacturer narrative:
Zimmer biomet (B)(4). The reported device was not returned for investigation. Visual inspection could not be performed. The investigation has been performed, based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed, due to the nature of the device & event. The customer provided one pictured. However, the pictured only shows the labeling of the implant box, and not the internal sterile tray, where the alleged implant is stored. A device history record review was performed. And no related deviations or nonconformances were noted. Upon review of the DHR, final inspection verify, the conformance of the packaging for the reported device. Also, a complaint history search was performed using our complaint handling system. And there were no additional related complaints for this product lot. Complainant reported, that the doctor opened implant package and the implant package did not have an implant inside. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.